Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 396 mg/dl at the time of the incident. The customer got a critical pump error. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump received with missing retainer ring. Unable to perform displacement test, occlusion test, dat or lock a test p-cap into the reservoir compartment due to missing retainer ring. No critical pump error (open book image) noted. However, pump received with a high sleep current measurement and insulin flow blocked/no delivery alarm during the prime/seating test. Unable to perform the basic occlusion test and force sensor test due to insulin flow blocked/no delivery alarm. Thus and carelink software was utilized and downloaded trace/history files properly. Pump was cut open to perform visual inspection and found moisture damage on the electronics, force sensor, internal battery, battery tube and motor assembly noted. Swapping out test force sensor confirms high sleep current measurement and insulin flow blocked/no delivery alarm is isolated to electronic assembly. In further full review in the pump history found pump error 63 alarm (variable=09) (file number=32025, line number=441) and pump error 3 alarm on 07/07/2018 at 07:20:32.000 and 07:31:02.000. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, serial number label missing, missing reservoir tube o-ring, pillowing keypad overlay and cracked select button keypad overlay. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm¿not confirmed. Pump received with a high sleep current test, insulin flow blocked/no delivery alarm during the prime/seating test, pump error 63 alarm and pump error 3 alarm confirmed in the pump history due to moisture damage electronic assembly. Missing retainer ring confirmed. Reservoir unable to lock into place confirmed due to missing retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.